Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: during testing, the pump emitted a cs 069 call service alarm with an attempted rewind step. The call service alarm was recorded in the black box data as a cs 087 error, indicating a failure of the u39 component on the printed circuit board. The complaint was duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 069 alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.